Event description:
As reported by the user facility: reports last (B)(6)2013 a patient was receiving chemo therapy. The injection site closest to the patient was missing the blue middle which resulted in chemo leaking on the patient and nurse. The patient felt the wetness from the leakage and thought it was incontinence.

Manufacturer narrative:
(B)(4). One used outlook pump set, without the original packaging, was received for evaluation. Upon visual examination of the distal ultrasite valve on the set, an obstruction was found to be stuck inside the ultrasite valve injection site. The obstruction appeared to be a male luer tip likely broken off from another device. The ultrasite valve was also viewed under magnification and there was no evidence of any cracks or crazing lines on the valve itself. The middle blue piston was not observed to be missing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. Although an exact root cause of this incident could not be determined, it is likely that when the facility accessed the ultrasite injection site, as designed with another device, a portion of the device used to access the ultrasite injection site was broken off inside the valve. The broken obstruction prohibited the blue piston from closing properly and ultimately resulted in the leakage reported. If additional pertinent information becomes available, a follow-up report will be filed.